Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission revealed the pulse generator exhibited diagnostics issues. Longevity estimate was unavailable and the implant date had not been set in the device. No intervention was performed. The patient would continue to be monitored.